Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed incoming functional testing for battery removal, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was damaged, the lower case was damaged, the ring cover was broken, the ring was missing and the battery drawer was damaged. (B)(4).

Event description:
It was reported that the external pulse generator failed the battery removal test, that it stopped pacing less than six seconds following the battery removal. The generator was returned for service. There was no patient involvement.